Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left bundle area pacing lead exhibited high capture threshold, high impedance and a sensing anomaly despite multiple attempts of lead re-positioning. The lead was removed and replaced. The patient had no adverse consequences.